Event description:
Connection issues during the implantation procedure were reported; therefore, the device was not implanted. Reportedly, two screwdrivers were used.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. Analysis is pending.